Event description:
Customer reported a malfunction on the pump, displaying malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the customer in completing the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue recurs, and they acknowledged and understood these instructions.